Event description:
Allegedly, patient had hip pain with high metal ion level. There was also a presence of a pseudo tumor. A 44 a-class head was pulled out. None of our products were implanted in this revision case.